Event description:
Per the audiologist's report, the electrode array of the patient's device partially migrated out of the cochlear. Explantation surgery is planned. No additional information was made available.

Manufacturer narrative:
.